Manufacturer narrative:
The customers' complaint has been confirmed. The device was received with the pebax detached from distal tip exposing the core wire. The visual inspection during analysis reveals approximately 7 mm of pebax is missing from the wire; the entire corewire is intact. The most probable root cause is caused by another device. Device history record review performed for the reported lot reveals no anomalies related to complaint.

Event description:
It was reported to boston scientific corporation that a jag precursor guidewire was used during a procedure (patient gender, age, and weight are unknown). According to the complainant, this device was used to inflate the targeted lesion with a balloon. During introducing, it felt as if the tungsten coating was torn and had come off of the wire. Due to the damaged coating, the core wire was exposed. The physician retrieved all of remained coating inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."